Event description:
The customer reported to olympus, the evis exera ii colonovideoscope tested positive in microbiological tests. The biopsy channel entrance and all of the paths tested positive for greater than one hundred (100) colony forming units (cfus) of coliforms and four (4) cfus of staphylococcus. There was no contamination or any other serious deterioration in the state of health of any person, to which the scopes could have been a contributory cause.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The automatic endoscope reprocessor (aer) was cultured/tested. The test results were not provided. The air/water channel and auxiliary channel were flushed with with dialzima for decontamination detergent. The scope was precleaned with umonium 5% detergent. There was an aspiration of water through the instrument/suction channel as well. The instrument/suction channel, suction cylinder, and instrument channel port were manually cleaned with tta brushes (reference # meda 184-bru). The scope was manually disinfected with umonium. The aer used was a soluscope 4 along with soluscope cln detergent and soluscope paa paa disinfectant. The scope was stored vertically in a simple cabinet without drying function. The scope was sterilized with high disinfection with paa every procedure. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. One (1) cfu of gram-positive bacteria was detected. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where: light guide lens has cracked, light balance illumination is out of spec due to broken fibers, bending section rubber glue has scratches, bending section rubber glue has fall off, light guide lens glue has fall off, distal end is dirty, nozzle protrusion tprc (third party repair company), bending section rubber glue has scratches tprc, insertion tube tprc, light guide tube tprc, connector corroded tprc repair, light guide mount tprc, switch box unit broken, switch 1 wear and tear, insertion tube protector shaved, connector corroded. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.